Event description:
Physician reported of flap suture performed on (B)(6) 2013 due to mud cracks seen in visual axis on patient''s left eye causing visual distortion and contrast issues. Patient''s uncorrected visual acuity (ucva) was 20/20+2 on (B)(6) 2013. No loss in vision reported. Date of surgery was on (B)(6) 2013. No mud cracks seen on (B)(6) 2013 after flap suture. All other patients treated on (B)(6) 2013 look great and super happy per physician.

Manufacturer narrative:
(B)(4): conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013 due to the fact abbott medical optics (amo) became aware on (B)(6) 2013. The condition of the system (since the time of the event) will make the evaluation difficult. The clinic did not request field service or clinical support.note: all pertinent information available to amo at the time of this report has been submitted. (B)(4): placeholder.